Manufacturer narrative:
Product analysis # (B)(4): the 2.0 controller fails external visual inspection as result of a damaged pin on port 1. The damage prevents battery from making a proper connection. Port 1 and power port 2 controller connector housing holes were found cracked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): one controller 2.0 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the device had a damaged pin on the power port 1 connector, thus confirming the reported event. This affected the ability to adequately establish a connection to a power source. Visual inspection also revealed cracks around the connector at controller power ports 1 and 2. This is an additional observation not related to the reported event. The most likely root cause of the reported bent pin event can be attributed to a forced connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the device had a damaged pin on the power port 1 connector, thus confirming the reported event. This affected the ability to adequately establish a connection to a power source. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the reported bent pin event can be attributed to a forced connection. Bent pins on controller 2.0 are currently being investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller was exchanged over the weekend due to damage to pin in the power connection port. It was stated that it was unclear as to the cause of damage. No patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.